Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for button error. Blood glucose reading at the time was 394 mg/dl. The reporter stated that the insulin pump was being worn in her bra. Advised that the insulin pump will be replaced. Nothing further reported.